Event description:
It was reported that the 9900 sys locked up and would not fluoro during a case. The sys would not re-boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack and the high voltage cable were replaced and the filament calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.